Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, non-sustained rv oversensing episodes were observed due to loss of capture during bi-v pacing. The patient was asymptomatic. Further testing was recommended. No further information is available.